Manufacturer narrative:
The biopsy need was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. As reported, the drill stop has not been drilled through so the screw cannot make contact with the needle. A mechanical failure was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation devices being used for a cranial biopsy procedure. It was reported that the stop for the biopsy needles didn't have threads all the way down which was preventing the surgeon from locking the stop. It was noted that the issue had occurred on two biopsy needles from the same lot. It was noted that the surgeon was able to make it work and that there was a surgical delay of 5 minutes. There was no impact on patient outcome.